Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. The reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2011. Approximately 8 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. The surgeon found that the polyethylene failed, had an excessive amount of wear, and was degrading/shedding polyethylene debris that caused pain, metallosis, loosening, instability, fluid, osteolysis, bone loss, and tissue damage. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.